Event description:
It was reported that the arterial catheter was placed by the physician. During retraction of the spring wire guide (swg), the plastic catheter broke off and a piece was left inside the patient, but was still visible. The patient was assessed for potential operating room visit to have the piece removed, but they were able to remove the piece at the bedside. There was no delay in treatment, no patient death, and no patient complications reported.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.